Event description:
Adverse event(s): "severe night vision complaints" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with severe night vision complaints following bilateral intraocular lens (iol) implant surgery. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/25/2010, 07/06/2010 and 07/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).